Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found it was received fully clip deployed, with the clip located on the distal end of the device, captured in the fully retracted, undamaged vessel locator wings confirming the reported event. All external observations indicated the device components were undamaged and in their proper post clip deployed positions. Internal inspection of the device did not present any handle component anomaly. The device was reset for redeployment testing, complete redeployment occurred and proper delivery tube alignment noted for a deployed device, indicating proper delivery tube deployment function. Clip capture on the distal end of the device may occur due to factors including but not limited to manufacturing, materials, technique/procedural or anatomy. The vessel locator assembly, where the clip was captured, is inspected during the manufacturing process to assure proper assembly and operation and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation and no failure was detected. Anatomically, tissue may interfere with proper device deployment function and clip deployment off the distal end of the device, as was observed, but there was no anatomical information supplied that may have contributed to the event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation, the probable cause for the event could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted after an interventional procedure using a starclose se device. Reportedly, the clip was deployed but remained on the tip of the device. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. No additional information was provided.